Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the pump was damaged. Customer also stated several high and lows as well as no delivery and battery errors. The blood glucose level was 1800 mg/dl. Customer was hospitalized. The product will not return for the analysis.